Manufacturer narrative:
Date of event is an approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for movement disorders. It was reported that the patient had let the die previously. They clarified that they were referring to the ins in overdischarge. No symptoms were reported. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on behalf of the health care professional (hcp). It was reported they did not know anything about the incident that occurred. The only thing they had on file was the mother did not charge the implant at some point. No further information was available.